Event description:
--

Manufacturer narrative:
As of today, the device remains in service. This investigation will be updated when additional information is received.

Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
(B)(4). The date we previously reported that boston scientific distributed a letter to physicians concerning this issue was incorrect. The correct date is august 29, 2013.

Event description:
Boston scientific received information that during a routine device follow up, a fault code 1003 was observed. A copy of the device memory was saved to a disk and submitted to technical services and engineering for evaluation. Engineering review of the device data confirmed a low-voltage fault (fault code 1003) had occurred. There were no other faults or resets stored within device memory. The voltage was 2.995 volts, confirming therapy delivery was unaffected. The device was malfunctioning such that the battery status indicators were not reflecting the depletion condition and were therefore inaccurate. A review of the battery voltage measurement data indicated the current drain was consistent over time, so there was sufficient reserve for the device to maintain normal therapy functions for approximately 28 days. Device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
The device was explanted and was returned for laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed a low voltage battery fault (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 28, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.